Event description:
IV tubing came disconnected resulting in interruption in pt nitro drip. Could have resulted in increased chest pain and increased bp. Secondary set came off blue clave cap in extension section of IV line.